Event description:
It was reported that a spectrum iq pump had exceeded test limits during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation inspected the device per downstream occlusion test and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'downstream occlusion exceeds test limits' was not verified. Should additional relevant information become available, a supplemental report will be submitted.